Manufacturer narrative:
H.6. Investigation: bd has been provided with photos for catalog 301948, lot 1812246, to investigate for this record. Visual inspection of the returned picture of the sample presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product.

Event description:
It was reported that the bd¿ syringe with needle luer tip was found broken off before use while opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the material#301948 syringe, the tip of barrel was not completely broken when opening package."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle luer tip was found broken off before use while opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "the material # 301948 syringe, the tip of barrel was not completely broken when opening pacakage."